Event description:
It was reported that the replacement bulb stopped functioning after being lit for only 2 hours.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.